Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple ventricular fibrillation episodes were recorded due to oversensing of the atrial signal on the ventricular channel. An x-ray showed the lead was dislodged. The lead was explanted and replaced. It was also noted that during the procedure the patient experienced an unspecified hemodynamic issue. As a precaution the patient was placed in the ICU and condition was stabilized. Patient was in good condition and discharged.